Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing were observed. Review of strips revealed pseudopseudo fusion leading to intermittent undersensed ventricular events. Programming changes were discussed. No further information is available.

Manufacturer narrative:
(B)(4).